Event description:
Patient was revised due to infection and removal of dual mobility head to wash out. Doi: (B)(6) 2023. Dor: (B)(6) 2023. Affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4).